Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient's blood glucose became elevated while using the omnipod system for insulin pump therapy. Patient's personal diabetes manager (pdm) had went into alarm, which deactivated the pod. Patient was unable to reset the device. Over the course of 3 hours, bg rose from 260mg/dl to 380 mg/dl, patient became nervous, and started to shake. Subsequently, patient visited the emergency room and was treated with intravenous delivery of insulin. Once pdm was successfully reset, settings within the device were found erased.